Event description:
After 4 months of implantation, the lead was capped because the pacing system was not capturing or sensing. After removal of the pacemaker the lead was hooked up on a pacing system analyzer, and the lead measurements still showed no capture or sensing of the lead. On 6/3/1999, user facility was notified that upon another re-intervention, the capped lead was removed (explanted).